Event description:
It was reported by the rep the devices were used during a low anterior resection. It was reported the staples from a circular stapler were coming out prior to firing. It was removed from the field and another one opened. The second device fired without difficulty but surgeon was unable to find the distal donut and the anastomosis leaked. Surgeon commented this occurred at the end of a 7 hour case. Rep was told the patient received colostomy.